Manufacturer narrative:
H3: the system was serviced in the field, and the camera was replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information, regarding a navigation system being used outside of a procedure. It was reported, that the camera had a red led illuminated when booting the system, the localizer faulted. The ndi toolbox was checked and they found that the bump battery had faulted. There was no patient involvement.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use, during the event include: product ID: 9735821r (lot#: p910649). H3, h6: the camera was returned to the manufacturer for analysis. The returned positioning sensor unit (psu) had scratches on the housing. A check of the event log showed, intermittent battery voltage low and intermittent firmware incompatibility. Otherwise, the psu passed, an accuracy test (aak) at .078mm with a passing threshold of .250mm. Codes b01, c02 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.